Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge. Reportedly, the cartridge was filled with 200 units of insulin. The customer's blood glucose level was 350 mg/dl, and was addressed by delivering a correction bolus. The customer declined assistance from tandem technical support with loading on a new cartridge.